Event description:
It was reported that a cgm error 42 occurred with the customer's #g7sensor. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided complete pump reset information and guided the caller through the process, resulting in a successful sensor session start without further errors.